Manufacturer narrative:
Device evaluation summary: one tamura (taiyo yuden) power supply was returned to medtronic for further analysis. An external visual inspection of the returned power supply shows no anomalies. The power supply was attached to the failure investigation (f.I) test ventilator and the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit and thermistor rt1 thermally damaged on printed circuit board. The cause of the observed condition was determined to be an electrical component failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on ac power. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) replaced the power supply and the unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.